Event description:
The biomedical engineer reported that he changed out the uninterruptible power supply (ups) because there was an issue with the central nurse's station (cns). It is unclear whether the ups failure caused the cns to go down. No patient harm was reported.

Manufacturer narrative:
Details of complaint: on (B)(6) 2019, customer at broward health reported the powervar ups (a/abce422-11med) was changed due to issues with the cns. The cns itself was not returned, but the powervar ups abce 422 11 med was returned for investigation and replacement. Investigation conclusion: as further information surrounding the circumstances of the incident along with the customer's usage and maintenance of the ups is not known, the root cause(s) could not be determined. No malfunction or deficiency of the cns is suspected. The overall risk, as determined from the product of probability and severity, is determined to be high. Monitoring of this issue will continue and the ticket will be updated once more conclusive information is available.

Manufacturer narrative:
The biomedical engineer reported that he changed out the uninterruptible power supply (ups) because there was an issue with the central nurse's station (cns). It is unclear whether the ups failure caused the cns to go down. Nihon kohden tried to reach the customer but has not received a response regarding any additional information on the event, so to err on the side of caution this complaint is being reported. The cns itself was not returned, but the powervar ups abce 422 11 med was returned for investigation and replacement. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: concomitant medical device: powervar ups (not a nihon kohden device), model: abce 422 11 med, sn: ni, UDI#: ni, manufactured date: ni, age of the device: ni, returned to nihon kohden: 10/09/2019.

Event description:
The biomedical engineer reported that he changed out the uninterruptible power supply (ups) because there was an issue with the central nurse's station (cns). It is unclear whether the ups failure caused the cns to go down. No patient harm was reported.